Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model# and PMA/510k are unknown. No product information has been provided to date.

Event description:
It was reported that the pump exhibited a no disposable pump wont run alarm. Air was noted. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information: h6 this MDR was generated under protocol b10010116, as a result of warning letter (B)(4) no lot number was provided; therefore, device history record review could not be completed no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.